Event description:
It was reported that the pump touch screen was dark and would not turn on. The customer¿s blood glucose (bg) level was 543 mg/dl. Customer addressed elevated bg by administrating a manual correction injection. The customer reverted to an alternate method insulin therapy.